Manufacturer narrative:
(B)(4). Date sent: 9/21/2023 d4: batch # unk additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Good afternoon, I don't have any more information, in addition to the information already reported. The sample was discarded by the hospital. If any additional information is made available, it will be provided through the cst form within 24 hours of receipt. Yes confirmation that information was submitted by delegate? Yes investigation summary this is an analysis of the video and photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue being manipulated by surgical instruments in the second 12 it is observed that a not completely formed staple is extracted. The photo shows a tissue with bleeding. Based on the video and photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 824a84, and no non-conformances were identified.

Event description:
It was reported that the staples did not close. No patient consequences reported. No further information is available.